Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing right breast pain, tenderness, tightness, firmness, redness, and inflammation. The breast was warm to the touch with a noticeable change in shape. She also had days of fatigue with fever. A consultation with her previous surgeon was performed and she was notified that she right breast scar tissue/capsular contracture (a baker grade rating was not provided). Mammogram imaging was performed and results indicated a possibly ruptured right breast implant. A consultation with a new surgeon was performed and she was scheduled for bilateral breast implant removal without replacements on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: suspected rupture, capsular contracture, local reaction. Date of explantation: on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 02, 2025, mentor received the following additional information: during the breast implant removal surgery, the explanted right breast implant was reported intact; however, the left and right capsules were observed to be thickened with calcifications on the left capsule. Since this file is for the right breast prosthesis and the right device was intact, rupture is no longer applicable to this file. As an event for the contralateral side was indicated, another file was generated to document the event. Manufacturer¿s reference number: (B)(4).